Event description:
The customer reported the system had uncommanded x-ray during a procedure. This malfunction may have resulted in a possible aro. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported. This malfunction may have resulted in a possible accidental radiation occurrence.